Event description:
It was reported that a spectrum infusion pump had missing direction of flow label found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing direction of flow label" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label and the center shim. The case shimming required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.